Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred to olympus medical systems corp. (Omsc). Omsc checked the subject device, and found that there was significant rust on the outlet of the air/water nozzle. Omsc reviewed, the manufacturing history (DHR) of the subject device and confirmed, no irregularity. Based on the investigation result, omsc presumed, that rust was caused by the residual chemical solution remaining in the air/water channel. Then staying it around the outlet of the air/water nozzle. The cause might be insufficient rinse by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that there was the dirt on the air/water nozzle that was difficult to remove. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.